Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have thermal damage at the tip during visual inspection. The sealant at the base had melted causing the cautery insulator to separate from the base and to rest on the tip of the hook. The instrument failed electric continuity. Additionally, the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The settings used on the generator was 50 for cutting and 50 for coagulation to match the settings stated in the complaint. The instrument released energy and began arcing almost immediately on several attempts. Inspection of the silicone potting and conductor wire weld to hook/spat base was performed by cutting distal clevis and removing conductor cap. The conductor wire was not broken and was still attached to the yaw pulley. Furthermore, a visual inspection revealed the instrument had thermal damage to the distal clevis and proximal clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the permanent cautery hook (pch) stopped responding to the surgeon during the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.